Manufacturer narrative:
Received a used mc330419 transfer set connected to an IV bag and 20 ml bd syringe. The filter was wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the filter vent. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A DHR lot # review could not be conducted because no lot number was identified. Additional reporter details: (B)(6).

Event description:
A second used sample was returned for investigation. This emdr reflects the second testing failure for the second sample.